Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and there was foreign material on the usable length of the catheter. It was reported that the dilator was unable to be inserted into the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small. The dilator itself was "gooey" or sticky as if a film was along the shaft directly out of the package. The sheath never entered the body. When the sheath was replaced, the issue resolved. Additional information was received on the event. The sheath was not used as the issue was noticed before use. The material was clear like a film and sticky. The issue was noticed when prepping the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small, while inserting the dilator that comes with the sheath. There was no occlusion when irrigating the sheath. No narrowing noted. The sheath appeared to look normal. Neither catheter or needle was inserted into sheath just the dilator. The obstructed sheath issue was assessed as not MDR reportable. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, was remote. The material described as clear like a film, sticky and gooey was assessed as MDR reportable for foreign material on usable length of the catheter.

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 01-jun-2022. The device evaluation was completed on 02-jun-2022. It was reported that a patient underwent an atrial fibrillation ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and there was foreign material on the usable length of the catheter. It was reported that the dilator was unable to be inserted into the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small. The dilator itself was "gooey" or sticky as if a film was along the shaft directly out of the package. The sheath never entered the body. When the sheath was replaced, the issue resolved. The carto vizigo sheath product was returned to biosense webster for evaluation. Visual and dimensional inspections of the returned device were performed following bwi procedures. Visual analysis revealed multiple bents on the dilator. The device was not felt sticky during the analysis. The dilator and a good known lab sample catheter were introduced through the sheath, and resistance was felt. No obstructions were detected. The dilator outer diameter was measured, and dimensions were found within specifications. The issue reported by the customer was confirmed. This product issue will be addressed through bwi¿s quality system. An internal corrective action has been opened to reduce resistance issues. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. Explanation of codes: -investigation findings: no device problem found (c19) / investigation conclusions: no problem detected (d14) were selected as related to the customer¿s reported ¿foreign material on usable length of catheter¿ issue. -investigation findings: incompatible component/ accessory (c0402) / investigation conclusions: cause not established (d15) / component code: rod/shaft (g04112) were selected as related to the customer¿s reported ¿obstructed - sheath¿ issue. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).